Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's eye. The physician used the ora (optiwave refractive analysis) system. The physician verified lens implanted in the patient's eye and did not like the outcome. The lens was removed due to diopter size. There was no patient injury. The facility discarded the lens. Further information was requested but none has been forthcoming.

Manufacturer narrative:
Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). The device was discarded by the facility.

Manufacturer narrative:
Evaluation: method - (process evaluation) - device history record review. Results - (evaluation result) - device history record review - after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens. (B)(4).